Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system, was implanted in a patient for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. The left iliac artery was occluded prior to the procedure. It was reported that the endurant aui was implanted just below the lowest renal artery along with an endurant iliac extension into the right iliac artery with enough overlap between the endurant aui and endurant iliac limb with adequate sealing in the right iliac artery. After implantation of the stent grafts were modelled with a reliant balloon. During the completion angiogram, there was contrast blush observed at the left lateral side of the aui at the level of the distal infrarenal neck. Per the physician, the endoleak does not appear to be a proximal type I endoleak, type ii endoleak, or a type IV endoleak as the endoleak was very local and not diffused. The endurant stent graft was modelled for a second time with the reliant balloon. After this, the image of the angiogram was similar at the first angiogram. The physician believed this was a type iii fabric, endoleak, the physician decided to place a second endurant aui of the same size within the first endurant aui. After modeling the second endurant aui stent graft with a reliant balloon the completion angiogram looked fine and the type iii fabric, endoleak was resolved. The physician thinks the event is device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that there was some calcium in the area of the ballooning but it was not severe.

Manufacturer narrative:
Evaluation summary: the exact cause and source of the endoleak could not be determined from the films provided. Angio images during implant revealed that an endurant ii aui was implanted just below the level of the renal arteries, and the aui was extended ~4 cm with an endurant limb; there was ~5 cm of junctional overlap. After ballooning was performed, angio injection showed a large amount of blush-like contrast primarily coming from the left side of the aui, along a ~1 cm length tapered section of the stent graft. The contrast was observed proximally near the top of the sac and extended distally to the proximal end of the limb extension (above the start of the overlapping stent grafts). An additional aui of same size was then seen having been implanted into the existing aui. Final angio showed a greatly reduced level of contrast outside the stent graft, with nearly complete resolution of the previously seen endoleak along the tapered section of the aui near the top of the sac. The exact source of the endoleak could not be determined. Only contrast injections from above the level of the suprarenal stents were observed; no endoleak interrogation (injecting from different levels within the stent graft) was seen to help determine the source and rule out other endoleak sources (e.g. Type ia). In addition, only a single imaging view point (a-p) was observed in the angiograms provided. A proximal type I or type iii fabric endoleak cannot be ruled out; however, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.